Event description:
Pt had repair of arotic valve, patch augmentation of aortic arch and hemisternal osteotomie in 5/04. Postoperative period unremarkable. The next day, pt coded. Upon re-entry into chest cavity, a linear tear in the homograft patch, which did not involve the suture lines was noted. It appeared to be spontaneous rupture or split of the patch.